Event description:
It was reported while using an unspecified bd piston syringe there were issues with the volume of the syringes. There was no report of patient impact. The following information was provided by the initial reporter: clinicians report that medication syringes are not emptying recently and they sometimes will have approx. 1ml of medication left in the syringe, but it will ring ¿syringe empty¿.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd piston syringe there were issues with the volume of the syringes. There was no report of patient impact. The following information was provided by the initial reporter: clinicians report that medication syringes are not emptying recently and they sometimes will have approx. 1ml of medication left in the syringe, but it will ring ¿syringe empty¿.